Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged. The connector latch was broken. The electrode belt was unable to securely connect to a monitor, resulting in intermittent communication between the belt and monitor and reported code 204. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service code 204 (belt/monitor unusable).